Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the customer "submerged the pump in water while snorkeling". There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The pump user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.